Event description:
On (B)(6) 2014, it was reported that the patient had experienced low blood glucose levels, under 70 mg/dl, for the past week. On (B)(6) 2013, the patient's blood glucose level was 30 mg/dl. The patient and her mother think the infusion device delivers too much insulin. No adverse event was reported. The infusion device requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.